Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before opening the package, the customer found a hair in it. No patient injury reported.

Manufacturer narrative:
Other, other text: one (1) unopened package was returned. A hair about 20 cm long hair was observed in the package; the complaint was confirmed. The device will be returned to the supplier; the device history record review is with the supplier. A supplier corrective action/response was generated. (H6c, h6d, h6e), corrected data: d3 manufacturer name.